Event description:
It was reported that there were two confirmed motor stalls with recovery recorded in the event logs. The patient was ¿not feeling well"; the hcp (healthcare provider) did not know when the "not feeling well" started. The pump was interrogated and a motor stalls and recoveries were noted on (B)(6) 2014 at 16:46 (which recovered that day at 17:04), and on (B)(6) 2014 at 17:15 (which recovered that day at 17:35). The hcp stated that the patient was not exposed to MRI (magnetic resonance imaging). The pump was being used to deliver lioresal. As of (B)(6) 2014, there was no additional information. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(6).